Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The customer was performing the fill tubing process, but after 13.1 units being delivered, there were still no drops coming from the pigtail. Reportedly, there was an impact to the customer's blood glucose level.